Event description:
In the process of contacting the pt to inform them that their device may be nearing end of service, it was discovered that their device "had not been working" for several years. The pt's family member reported that both the lead and generator were still implanted and they weren't clear as to why it has not been working although they did mention something about it being corroded. Surgical consult for generator replacement surgery is pending. Investigation to date has been unable to determine whether the device is functioning properly.

Event description:
Further follow-up recvealed that the pt underwent generator replacement surgery due to suspected end of service. Only the pulse generator was replaced. Neurologist indicated that the pt is doing well since replacement surgery.

Event description:
Further follow-up revealed that the device was programmed to off because it was not helping control the patient's seizures; not due to a device malfunction. The patient's family member is considering having the generator replaced and giving vns therapy another chance. Neurologist also stated that there is no evidence of device corrosion and he is unclear why the patient's family member reported this to the manufacturer.